Manufacturer narrative:
The subject device was repaired by olympus according to field corrective action on 2016. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the suction channel of the subject device tested positive for klebsiella pneumoniae (3 cfu) and bacilus megaterium (1 cfu), during routine surveillance culturing by the facility. It was also reported that the biopsy channel of the subject device tested positive for champignon (1 cfu) during the routine surveillance culturing. The subject device reportedly had been reprocessed with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4)). Following a high level disinfection by (B)(4), the subject device was sent to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.